Event description:
On october 16, 2006, the lay-user/patient contacted life another country alleging that a one touch ultra meter was continuously giving an "error 2" message. The technical service representative (tsr) corresponded with the patient the next day, to obtain/verify information. The patient indicated that the last reading taken on the reported meter was about 10.2 mmol/l. He believes the reading was taken some time three months earlier. Ever since then, the patient had been getting the "error 2" message whenever he tried testing on the meter. On an unspecified date the following month, the patient developed symptoms of feeling shaky. Due to the shakiness, the patient went to an emergency room (ER) where a reading of "4.0 or 5.0 mmol/l" was obtained using a hospital meter. The patient was given juice by the ER staff which relieved his symptoms of shakiness about 18 hours after his arrival in the hospital. The patient was also hospitalized one month later for an unspecified reason. The patient mentioned that he had gotten a reading of over 29 mmol/l using a hospital meter and received treatment in the form of a saline bag. At the time of the hospitalization, the patient took his glyburide medication as prescribed. No further details were provided regarding this event. The patient was unable to resolve the "error 2" issue while troubleshooting with the tsr. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter due to the "error 2" message. He developed symptoms of shakiness at one point and required medical treatment for hypoglycemia. In another case, the patient received a reading of "29 mmol/l" in the hospital and required IV (saline) treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.